Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0mrwm, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead.

Event description:
The manufacturer representative (rep) reported that the system was removed due to an infection. The infection started in (B)(6) 2015 and was diagnosed at an office visit on (B)(6) 2015. The patient's indication(s) for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.